Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) and patient implanted for spinal pain. The patient reported seeing a power on reset (por) on their recharger. They stated that therapy has stopped due to por. It was noted that the por was not related to an overdischarge event. The patient stated that they performed an antenna locate on the implantable neurostimulator (ins), but is still seeing the por. They mentioned that they were electrocuted at work a couple of days ago, which could be related to the por. Patient services reviewed steps to clear the por with the patient programmer. The patient was able to successfully clear the por and turn their therapy back on. The patient confirmed that the therapy is adequate. The issue was resolved at the time of the report. No further complications were reported or anticipated.